Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device due to a leak in the scope cover, which led to an abnormality in electrical parts, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the colonovideoscope was producing an e315 scope recognition error. The issue was found during preparation for use in a diagnostic colonoscopy that was completed using a similar device. The procedure was extended an additional 15 minutes while the patient was under sedation to replace the device. The procedure was completed, and the patient¿s outcome was good. There were no reports of patient harm or an extended hospital stay due to the device malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be caused by a corroded plug unit. Additionally, the device evaluation found water invasion of the scope connector caused electrical continuity errors, the angulation wires were stretched, the camera cover was burned, the adhesive on the bending rubber was worn, the connector board was damaged, and the control body was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.